Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a computerized tomography scan. Upon review, it was noted that the right ventricular lead had perforated the patient, the helix was seen in the epicardial space. A pericardiocentesis was performed and the lead was repositioned on (B)(6) 2019. The patient was mildly presyncopal prior to the procedure and was stable post-procedure and was discharged the following day.